Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a precharge failure error and a loss of system functionality. No pt or user injury was reported.